Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, white foreign material came out together with the iol when the iol was inserted into the patient's eye after setting iol into the cartridge. Therefore, she removed the white foreign material. The iol was fixed without any problem. The surgery was completed without product replacement. Associated products were provided.

Manufacturer narrative:
Additional information was provided. Product evaluation: a petri dish was returned containing the cartridge and the reported material. These were both taped to the interior of the dish. Viscoelastic was observed dried in the cartridge. There appears to be dried blood inside the cartridge tip. The cartridge shows evidence of being placed into a handpiece. No damage was observed. The clear material taped to inside the petri dish has the appearance of dried viscoelastic. There appears to be a slight amount of dried blood present with this material. With the application of lphse, the clear dried material became viscous and dissolved. The cartridge was cleaned for further evaluation. A top coat dye stain was conducted with acceptable results. A very miniscule spot of the anterior tip has a disruption of the inner coating that has rolled forward. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified iol. The iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified handpiece. The viscoelastic is unknown. The isolated material of customer concern appeared as dried viscoelastic. Upon applying lphse, the material dissolved. There was no foreign material other than clinical solution and blood observed inside the cartridge. The disruption may have occurred as a result of a failure to follow the dfu. The customer indicated the use of a non-qualified handpiece with the lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).